Manufacturer narrative:
(B)(4). A small piece of a used peg-tube return sample was received at abbvie for evaluation. The returned sample was visually inspected and a small cut was visible in the tubing. Since the returned peg tube was too small for a proper evaluation, the reported complaint of abscess was unable to be verified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Sample return eval completed.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection (abscess) is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced an abscess which required surgical incision and drain and unknown intravenous antibiotics. No further follow up information was available.